Manufacturer narrative:
Method: followed up with company representative.

Event description:
It was reported that: an express curette snapped inside the vertebral body at the distal tip, leaving a small piece of metal inside the vertebral body. The vertebral body was cemented without any complications. The small piece of metal did not migrate. The patient tolerated the procedure well and went into the recovery room without any complications. There was about a 25 minute delay in procedure; however, it was completed successfully. Patient status is good. No further information was reported.